Event description:
It was reported that the device went into backup bvvi mode and was at elective replacement indicator (eri). The patient was feeling palpitations. The device was explanted and replace. There were no adverse health consequences, the patient was stable.